Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had broken force sensor alarm. The customer¿s blood glucose level was 8.6 mmol/l. Customer stated had critical pump error on their screen. Troubleshoot was performed for broken force sensor alarm. Customer states they found broken force sensor alarm in alarm and they were not able to rewind the pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage on the electronic assembly and force sensor. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor, vibrator and battery tube. No moisture damage on the keypad assembly noted.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 due to moisture damage on the electronic assembly and force sensor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump error alarm. Moisture damage was also found on the motor, vibrator and battery tube. No moisture damage on the keypad assembly was noted.